Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as "high", specific value was not provided. Customer reported high ketones were present. Cause of bg level was not known. Customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.